Event description:
In 2009, the lay-user/reporter contacted lifescan (lfs) alleging that the onetouch ultramini meter is giving inaccurate high readings. 10 days later, this medical surveillance specialist contacted the pt to clarify info obtained during the initial phone call. The pt tests her blood glucose readings 5 to 6 times per day and manages her diabetes with lantus and humalog insulin. The pt takes humalog insulin based on a sliding scale per the lfs meter reading. On the day of event at 9pm, the pt claimed she obtained an elevated reading on the subject meter (unspecified numeric value), which she felt may have been inaccurately high. It is not known if the pt used the onetouch ultramini. Based on the lfs meter reading, the pt increased her humalog insulin that night. The pt reportedly did not participated in any strenuous activity and ate as usual that day. In the next day at 3am, the pt woke up and was feeling clamminess. The pt reportedly eventually passed out. The paramedics were called. Upon arrival, the pt was tested at 52 mg/dl on the paramedic's meter. The pt was also tested on the subject meter and obtained results that were 40 to 50 points higher than the paramedic's meter. The pt was treated with oral glucose by the paramedics. The pt's daughter also provided the pt with candy, a peanut butter jelly sandwich and milk. The pt's daughter drove the pt to the ER soon after where the healthcare provider found her body temperature to be 92 degree f. The pt did not receive any treatment for diabetes at the ER and was not admitted into the hospital. The pt was sent home after her body temperature was normal. During troubleshooting, the customer care advocate verified that the reporter claimed that the onetouch ultramini meter is giving an inaccurate high reading of "110 mg/dl" compared to feeling/normal results. In addition, the reporter claimed that the onetouch ultramini meter is giving an inaccurate high reading of "95 mg/dl" compared to feeling/normal results with other device. This complaint is being reported because the pt claimed she passed out and receive treatment after she increased her insulin per the lfs meter reading. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them, and inform FDA of product(s) that do not pass inspection in a supplemental report.